Manufacturer narrative:
(B)(4). The explanted ipg was not returned to bsn as it was discarded by the medical facility. It is indicated that the device will not be returned for evaluation; therefore, a failure analysis of the complaint device could not be completed. A review of the device history records will be conducted. If there is any further relevant information from that review, a supplemental medwatch will be filed.

Event description:
A report was received that the patient's remote control had difficulty communicating with the ipg and that the ipg would not charge. The patient underwent a battery replacement procedure and did well postoperatively.